Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during multiple intraocular lens (iol) implant procedures in the last 2 weeks with multiple surgeons, a strip of plastic or foreign material was present on the underside of the optic with 2 different lens models. The surgeon can sometimes remove the material with irrigation and aspiration and/or a scraping motion, but seems to leave a scratch or residue behind. It was reported that the finishing from the lumen of the cartridge may be coming off and adhering to the optic. There are 2 medical device reports associated with this event.

Manufacturer narrative:
Product evaluation: the product was not returned for evaluation. Iol product history records were reviewed and documentation indicated the product met release criteria. Photos were provided. Photo #2 appears to be for this file. The photo is of the eye. The lens edge and haptics are not visible. No rings are observed. An elongated foreign material is visible. It cannot be determined from the photo if the material is on the anterior or posterior surface of the lens or if it is loose. No determination can be made as to the nature of the material from this photo. An unspecified cartridge was indicated. No other associated products were provided. It cannot be determined if qualified associated products were used. The product investigation could not identify a root cause. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The provided photo shows an elongated foreign material. No determination can be made as to the nature of the material from this photo. Facility has not responded to follow-up requests. The manufacturer internal reference number is: (B)(4).